Event description:
Patient called alleging that they were obtaining a cloudy display in the ultra meter. Patient obtained a 145mg/dl and is unable/unwilling to answer if they had experienced any symptoms. Patient contacted the md for advice and received some kind of treatment; however, the type of treatment was not listed. Customer service was unable to resolve the issue and sent patient a new meter.